Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset of the event. The peritonitis was manifested by severe pain. The cause was unknown. The patient was treated with intraperitoneal (ip) cefazolin (dose, frequency and duration not reported), ip daptomycin (dose, frequency and duration not reported), intravenous piperacillin (dose, frequency and duration not reported) and gentamicin (dose, frequency and duration not reported). Twelve days after hospitalization, the patient was discharged from the hospital. The patient had not recovered from the event. Pd therapy was ongoing. Additional information is not available.